Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem needed to be replaced. Following replacement, the system passed the system checkout and was found to be fully functional. The axiem was returned to the manufacturer for analysis. Analysis found that communication error appeared when connected to a known good system, and eminterface showed a fault on all 9 coils, and a fault on the +12 vdc supply. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the emitter and axiem box were not green status. In emitter details, it said to power cycle them, which after doing so, they would have green status for communication, but then go back to red after a few seconds. Technical services (ts) had the manufacturer representative who was present check the em interface, and it was discovered there was a power fault in the axiem box for 12-volt power. This issue was noted outside of a procedure, and there was no patient involvement.